Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E1: department of orthopaedic and sports medicine. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zuelzer da, ryan l, westbrooks t, chip routt ml jr. Iliosacral screws can be placed with precision by adjusting the pelvic inlet between s1 and s2. J orthop trauma. 2023 sep 13. Doi: 10.1097/bot.0000000000002698. Epub ahead of print. Pmid: 37735751. The objective of the study is to determine: 1) the natural incidence of sacral inlet angle differences between s1 and s2 and 2) implications for iliosacral screw placement with a technique to improve the accuracy of the intraoperative fluoroscopic inlet for s1 and s2. From october 2021 to october 2022, 300 patients with uninjured pelvic rings to determine the natural incidence of s1 ¿ s2 angle differences and 33 patients with fluoroscopically assisted iliosacral screw fixation for an unstable pelvic ring injury over 12 months were included in the study. In the retrospective group, there were 124 males and 176 females with average age 59.9 years (21-92). In the operative group all screws used were the unknown synthes 7.3mm cannulated stainless-steel screws and were placed using intraoperative imaging technique. After screw placement, every patient had quality of reduction and safety of implant placement verified using multi-dimensional intraoperative fluoroscopy and a postoperative CT scan lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown synthes 7.3mm cannulated stainless-steel screws adverse event(s) and provided interventions possibly associated with unknown synthes 7.3mm cannulated stainless-steel screws (B)(4). -1 patient had superior gluteal artery injury by an s2 screw at the location of the outer ilium at the screw start site. This resulted in pseudoaneurysm formation. The patient underwent treatment with coil embolization within 12 hours of surgery. -1 patient had loosening of a single iliosacral screw into the gluteal musculature at 5 months after the procedure. The patient underwent reoperation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.